Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported there was damage to the streamline cable on the power module. A replacement for the cable was requested.

Event description:
It was later reported that there was no patient involved in the event, as the damage was found during preventative maintenance. The product was not removed from service as it was reported to still be functioning as normal. A photo of the damage was not taken. The reported damage involved a small tab on the connector that helps the streamline cable "clip" onto the battery so that the connector does not fall off the battery terminal.

Manufacturer narrative:
Corrections: b5. Manufacturer's investigation conclusion: the reported event of damaged streamline battery clip on the power module was not confirmed as no product was returned. The provided information indicated the damage was observed during preventative maintenance of the power module, no product will be returned, the power module is functioning as intended, and no photos of the damage were available. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section f of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.